Manufacturer narrative:
The delivery system or imaging was not returned to edwards for evaluation; therefore, the report could not be confirmed. Functional testing and dimensional analysis was unable to be performed. The lot number was not provided; therefore, a lot history was unable to be performed. During manufacturing the commander delivery system is 100% visually inspected and functional testing is performed by both manufacturing and quality. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case per report, patient factors (calcification and tortuosity) could have potentially contributed to the reported tracking difficulty and ascending aortic dissection. However, definitive root cause is unable to be determined at this time. The device and/or applicable photographs (relevant to the complaint event) were not returned for evaluation, therefore, the complaint for ¿delivery system - tracking difficulty¿ was unable to be confirmed. As a result, a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance would have contributed to the complaint. The complaint could not be confirmed and no labeling inadequacies were identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of complaint histories for this trending category did not reveal that the occurrence rate exceeds control limits for july 2017 for this trend category. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve, withdrawal difficulty was encountered during a subclavian procedure. As reported, the esheath was inserted and could not advance past the right bifurcation and the subclavian and the sheath stayed in that position. The commander delivery system was inserted and there was difficulty advancing into the ascending aorta and the delivery system caught in the subclavian artery under the clavicle. During manipulation, when advancing the delivery system it was observed that the ascending aorta had dissected. During removal of the delivery system, it was noted that it was caught on the dissected ¿flap¿ in the subclavian. The sheath was able to be removed. The delivery system was cut medial of the balloon and the delivery system was removed through an extension of the initial incision. The ascending aorta was repaired. The valve was never deployed. The delivery system/valve was discarded. Upon last communication, the patient was doing well. The patient's anatomy was reported with a mild tortuosity. The calcification was not consistent, it was noted in some areas proximal of the ascending aorta close to the bifurcation. Per report, there was no perceived root cause; however, calcification and/or tortuosity, may have not been appreciable on imaging, could have been a contributing factor to the event.